Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9944-01 serial/batch number (B)(6) was received for investigation. Functional tests found that the compression device's tip and shaft were bent. Upon visual evaluation, it was found that the device¿s tooth geometry was damaged. The cause remains undetermined.

Event description:
It was reported that during an mtp arthrodesis the screwdriver attachment bent and the compression instrument is bent and had broken-off prongs. There was no harm for patient, operator or third party. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2023 nen: further information revealed that the devices were damaged inside the patient. The surgeon cannot confirm that no particles are milled off when screwing in. For this reason, the wound was rinsed to ensure that nothing remains in the patient.